Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she has been having a burning sensation where the stimulator is since this past week. Patient stated she saw her healthcare provider dr robert wilson yesterday and they said from his perspective the site looked fine and told her to call mdt. Agent asked patient if the incision is sensitive to the touch and patient said no, and the area is not swollen. Patient service asked if patient has had any falls or trauma and patient stated no. Agent confirmed patient is able to charge the ins and patient said it's always been hard to charge the ins because if she moves a little the charging quality changes or if her dog jumps on her the charging quality changes. Agent reviewed ps role and recommend patient consult with hcp ofc for next step. The patient was redirected to their healthcare provider to further address the issue.